Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with an unknown mentor saline breast prosthesis that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/10/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3/26/2018, mentor became aware of the suspect medical device information: mentor smooth round moderate profile 300cc saline breast prosthesis catalog #3501645 lot #6484974. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, pe observed a crease on the anterior aspect extending to the posterior. A rent measuring approximately 0.4 cm was discovered within the crease on the anterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).